Manufacturer narrative:
Per the instructions for use (IFU), hypotension and arrhythmias are known potential adverse events associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. In additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension and arrhythmias are very common and are treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, it was reported that the perceived cause of the event was the patient¿s thick hypertrophic ventricle and low pre load volume; this, in combination with rapid pacing during deployment, likely caused the reported events. It is also possible that additional patient factors (i.e. Cad), contributed to the events the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, post deployment of a 23mm sapien valve the patient¿s systolic blood pressure was 40mmhg and not recovering. Decision was made to put patient on bypass via femoral artery and vein. Pt had run of v-fib and was shocked at 360 joules. Rate converted to sr. Initially, apical exposure and 26fr sheath inserted with no issues. Bav done with 20x3 edwards balloon. Bp 122/48. Rapid pacing initiated for valve placement. Post valve deployment systolic bp was 40 and not recovering. Decision was made to put patient on bypass via femoral artery and vein. Pt had run of v-fib and was shocked at 360 joules. Rate converted to sr. Lv function slowly improved and bypass weaned. Patient left or intubated and on inotropes. Bp stable. Per report, perceived root cause was due thick hypertrophic ventricle and low pre load volume.